Event description:
There seems to be an software issue with the dexcom g7 app and tandem t-slim pump when it comes to low alerts. I woke up and my blood sugar was 48mg. I corrected my low blood sugar by eating ate candy but continued to drop to 40mg. During this time my dexcom g7 app and tandem t-slim insulin pump did not alert me of the lows I was having. I only woke up because I felt the low. My low alarms not working is very concerning. Ref report: mw5169932.